Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. Device not returned to manufacturer.

Event description:
The following was reported by the patient's attorney: on (B)(6) 2004 the patient underwent implant of a "marlex device" (flat mesh). The patient's attorney alleges severe complications related to the implant, including but not limited to extreme pain, discomfort, urinary problems, dyspareunia and upon belief underwent multiple corrective surgeries to remove or revise part of the pelvic mesh device.